Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. It is unknown if any parts have been replaced. Ventilator logs were provided and reviewed. The reported differences between measured inspired and expired tidal volume could be confirmed in the event and trend logs. There are no technical error codes in the technical log, which indicates that there was no technical malfunction. The ventilator passed pre-use check several times prior the event date. The cause of the reported differences between measured inspired and expired tidal volume has not been determined but they were most probably due to leakage. H3 other text : 4117.

Event description:
It was reported that there were large differences between measured inspired and expired tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).